Event description:
On (B)(6) 2022, hcp reported patient had molded pdo threads implanted during a training session on (B)(6) 2022. According to hcp, the patient experienced a thread protruding inside the cheek, which she pulled out approximately a week post-treatment. Hcp also reported that two additional threads were removed on (B)(6) 2022 and (B)(6) 2022 respectively. On (B)(6) 2022, hcp confirmed the patient was doing perfectly fine.